Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot number, and unique identifier (UDI) number unknown / not provided. PMA/510(k) number ¿ unknown / not provided; device manufacturer date unknown / not provided. There was not catalog or lot number provided by the customer and the device will not be returned as the device continues to be in use by the patient. Therefore, no further submissions will be made. However, if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the unknown screw abutment loosened. The screw was retightened.